Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated they think a setting got inadvertently changed last week. Caller stated they had always been on group a, but for some reason it got switched to c and the settings on c are higher than their normal settings. Caller added that c has caused them a lot of pain and muscle soreness along their back, midsection, and around their kidney area. Caller said it feels like they pulled muscles in there and it hurts when they blow their nose. Caller noted that around the same time they noticed the change to c, they also started feeling a buzzing electrical sensation almost all the time that was worse when they were in different positions like leaning back or laying flat. Caller also noted that they never felt the tingling or electrical sensation before. Caller tried to change back to group a but the settings weren't the same as what they were before, and if they try to increase the setting they see settings not available. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.